Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The caller followed instructions from technical support to clean the pneumatic tap area of the pump with an alcohol wipe or lint-free cloth. Reloading the same cartridge resolved the issue, allowing the caller to successfully load a cartridge and resume insulin use.